Event description:
It was reported that externalized conductors were observed via fluoroscopy. Low pacing lead impedance was also noted. Lead will be monitored. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.